Event description:
Related manufacturer report numbers: 2916596-2021-07321 and 2916596-2022-01720 . It was reported that the patient was seen in clinic on (B)(6) 2021 with a driveline communication fault. The patient's system controller and modular cable were exchanged; however, the alarms did not resolve after the exchange. Technical services' analysis of the submitted log files found a pump stop on (B)(6) 2021 after the emergency backup battery (ebb) had engaged due to a loss of external power. Driveline communication faults were captured two days after the controller clock reset to (B)(6) 2000. The ebb usage count was 118, indicating that the patient had likely been sleeping on battery power. It was additionally reported on (B)(6) 2021 that the patient was stable and the communication fault alarms had not resolved. The alarms were permanently silenced through a change in settings. Analysis of the returned controller revealed fluid ingress in both power cables.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed. The data log files were successfully retrieved from the returned system controller serial number (B)(4). The data contained in the event log file revealed that the clock was not set until (B)(6) 2021. The data captured before december 1 revealed the system maintained the desired set speed with active controller clock not set and driveline comm fault alarms. The recorded time was(B)(6) 2000. The alarms cleared on december 1 at 12:40 pm and the system operated with no alarms until 12:53 pm when the driveline was disconnected. The periodic log file revealed data recorded from (B)(6) 2021 to (B)(6) 2021 where no external power events/alarms were recorded on (B)(6) 2021 and (B)(6) 2021. The data captured on (B)(6) 2021 also revealed that the speed was 0 rpm and there were lvad off, low flow and driveline disconnect alarms. Although a specific root cause for these events was not able to be conclusively determined, it appears that the first event was related to the driveline and the power cables being disconnected and the second event appears to be related to 14v batteries depletion. The last recorded entries revealed that after (B)(6) the clock reset to default settings (B)(6) 2000 resulting in a controller clock corrupt. The driveline comm fault alarm also became active in the last entry. The evaluation of the returned system controller revealed an inner conductor breakdown in both power cables. During further evaluation the power cables outer insulation was removed and the green substance was confirmed in both power cables. The green liquid substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction and the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during use. The observed conductor breakdown and the green substance under the power cable insulation did not prevent the controller¿s ability to operate a test pump during analysis and the driveline communication fault alarm was not able to be reproduced. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev c, ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev c, ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev c cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.